Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation.during evaluation, the device had a system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log found evidence of system error 322. The cause was identified to be the lower link switch was slow to respond. Lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.